Event description:
The complainant reported that while implanted with an impella 5.5, the patient experienced several dysrhythmias and was defibrillated three times. Several days later, the patient experience ventricular tachycardia (vt) requiring being shocked. Four days later, the patient had repeat vt and was cardioverted. The impella 5.5 continues to support the patient.

Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.